Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they did not get an alarm when the reservoir was completely empty. The insulin pump alarms with low reservoir when he has 20 units left but not at empty. The customer's blood glucose was unknown at the time of the incident. The customer declined for transfer to helpline. The insulin pump will not be returned for analysis.